Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. An issue related to the device's active exhalation control module was observed.